Event description:
It was reported that intermittent occlusion alarms occurred. The customer's bg was "high"; although specific value was not provided. Elevated be was addressed by a correction injection via manual insulin therapy and changing the pump supplies. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.